Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, magnet reversion episodes were noted and it was unknown if the patient came into contact with a magnet. The patient would continue to be monitored. The patient was in stable condition.